Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter leak occurred. A spiroflex® angiojet® thrombectomy set was selected for an emergent procedure. As the procedure was started, blood began coming from an area on the catheter where blood should not have been leaking from. The procedure was completed with a different device. There were no patient complications reported.